Event description:
The pole separated from the base of the IV stand during the transport of the pt. The wheel of the stand became caught in the gap between the floor and an elevator. When the pole was raised the separation occurred. The pt was struck by the IV pole and suffered a cut or abrasion. No specific details regarding the pt has been received.